Event description:
The customer reported that a nurse hung a 100ml bag, programmed the pump for a rate of 3ml/hour, and after one hour and ten minutes discovered that the entire bag infused into the patient. The customer reports that the pump recorded a volume infused of 5ml. The customer suspects device tampering from the patient's family. The customer reported unspecified patient harm. The customer declined to provide any more information of the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The customer¿s report of a morphine over-infusion could not be confirmed from the event log review, and the devices and IV set involved in this event were not returned for investigation. Review of the event logs confirmed that on (B)(6) 2015 at 3:26:51 pm an infusion of morphine 100mg/100ml was programmed with a rate of 2ml/h (2mg/h) and a vtbi of 100ml. The infusion ran at 2ml/hr until 3:59pm when the rate was changed to 3ml/hr. At 5:19pm the pump module was powered off. The primary volume infused was recorded as 5.065ml. The root cause of the reported event was not determined.